Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging an unknown issue with the patient's onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 12pm. According to the reporter, the patient does not manage his diabetes with oral medication or insulin. In response to the alleged issue, the reporter indicated the patient continued with his usual diabetes management routine. It is not known how often the patient tests his blood glucose, it is not specified when the patient lasted tested with the subject meter, it is not known what his previous meter reading was before the alleged issue began, and it is also not known what action he took in response to his previous blood glucose reading. According to the csr's documentation, 24 hours after the alleged issue began the patient reportedly developed symptoms of sweating, dizziness, weakness, and felt disoriented. At the onset of his symptoms, the reporter indicated she administered treatment by giving the patient food. It is not known, however, if the patient had made any changes to his activity level and/or meals prior to the onset of his symptoms. It is also not specified if the patient tested his blood glucose with the subject meter prior to or at the onset of his symptoms and it is not known how soon after the patient's symptoms improved. The reporter denied the patient tested his blood glucose with another device. During troubleshooting, the csr was able to guide the reporter through powering the subject meter on with the test strip and according to the csr, the subject meter successfully went into the testing mode. The alleged issue remains unknown and unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.